Event description:
It was reported that on (B)(6), 2010 the patient underwent a posterior-approach lumbar fusion l5-s1 using rhbmp-2/acs. The patient¿s post-operative period was marked by increasingly severe pain. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient has chronic pain. The most recent imaging studies reportedly demonstrate that the bone overgrowth is ¿significant¿ and is causing ¿significant neurologic impingement.¿ the bony overgrowth ¿has impinged the s5 nerve,¿ causing the patient to experience shooting pain in the hip, thigh, leg, foot, and groin. The pain is so severe that the skin and tissue in the lumbar spine ¿feel like they are literally burning.¿ as a result, the patient has tried various pain relief methods including lying on ice, electrical pulse stimulation and massages.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010 lumbar MRI axial, sagittal, t1 and t2 images are provided. Axial views show lumbar spine with normal lordosis. Conus sits at l1. Mild degenerative desiccation is seen at l2 and l3 with pronounced degeneration at l5. Subannular disc protrusion is seen at l5. No central or foraminal stenosis is appreciated. Bone signal appears normal without sign of fracture or tumor. Axial views show disc protrusion to the left of midline with slight displacement of the left s1 root dorsally. On (B)(6) 2010 intraoperative fluoroscopy first film shows needle placement at l5/s1. Second film shows a holman retractor and penfield #4 also centered at l5 in a lateral view of the lumbar spine suggesting initiation of larger procedure.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2012 ap and lateral cervical films show total disc replacement at c4/5 and prevail implants at c5/6 an c6/7. Some endplate sclerosis and erosion is noted posterior to the disc plates. The disc also appears anteriorly positioned within the c4/5 disc space. Prevail implants are well positioned although there is not significant evidence of fusion bone. On (B)(6) 2013 lumbar x-ray series show pedicle screws placed in l4, l5 and s1 bilaterally. Capstone is present in l5. Cannot verify presence of set screws to determine of peek rods are in place. No metallic rods span the screws. No evidence of complication is apparent on these films.

Manufacturer narrative:
Add'l info: (B)(4).

Event description:
It was reported that on (B)(6) 2013: the patient presented with preoperative diagnoses of spinal abscess and lumbar instrumentation failure. The patient underwent the following procedures: exploration of lumbar fusion; removal of posterior lumbar segmental instrumentation; revision of complex wound. During the procedure it was found that the patient had a lumbar paraspinal hematoma and a loose l5 pedicle screw. There was no evidence of purulent drainage. The patient was sent to recovery in stable condition. (B)(6) -2013: the patient presented with preoperative diagnoses of lumbosacral instrumentation failure, lumbosacral instability, and lumbar stenosis. The patient underwent the following procedures: re-exploration of lumbar fusion; redo l4, l5, and s1 laminotomies for decompression; l4-s1 posterolateral stabilization with pedicle screws; l4-s1 posterolateral arthrodesis with allograft bone; intraoperative lower extremity electrodiagnostic monitoring. On (B)(6) 2005 the patient presented in ER with neck problems and pain and tingling in arm onset 2-3 weeks prior. Cervical spine radiographs were taken which showed loss of normal curvature of the spine which may have been related to muscle spasm. Otherwise normal radiograph. Medications prescribed: percocet and flexeril. On (B)(6) 2008 the patient presented in ER with a swelling to the left forehead x 2 days. Diagnosis: folliculitis. On (B)(6) 2008 the patient presented in ER with left chest pain radiating to the left upper arm and high blood pressure. ECG's were run which were normal with the exception of one which showed sinus rhythm with premature ventricular complexes or fusion complexes. A chest x-ray was taken which showed no acute abnormality. A chest/abdomen CT was conducted which demonstrated no evidence of aortic dissection. Abdomen was grossly unremarkable. Labs were run which revealed slightly elevated basophils and wbc. On (B)(6) 2008 the patient presented in ER after a work injury (fall) with low back and left hip pain. A pelvis x-ray was taken which was unremarkable. Lumbar spine x-rays were taken which demonstrated a curvature of the lumbar spine with concavity to the right &#63504;ossibly representing scoliosis. There was no acute fracture or dislocation. Diagnosis: sacroiliac sprain, contusion of hip, and scoliosis. On (B)(6) 2008 the patent presented with ER with back pain and contusion on hip. The patient reported having fallen. On (B)(6) 2009 the patient presented in ER with chest pain radiating into the left shoulder, cough, and congestion. The patient underwent an ECG which showed a nonspecific st and t wave abnormality. Vent rate had increased by 38 bpm when compared to a (B)(6) 2008 ECG. Diagnosis: acute bronchitis, essential hypertension, and old myocardial infarction. Medications lopressor and motrin. On (B)(6) 2009 the patient presented in ER with right upper quadrant abdominal pain. The patient underwentan ECG which was normal. A right upper quadrant ultrasound was conducted which was normal. A CT of the abdomen was taken which demonstrated hyper-densities in the left kidney probable renal cyst. Labs revealed slightly elevated wbc and lymphocytes and slightly low alt. On (B)(6) 2009 the patient presented in ER with constant, sharp, right upper quadrant pain. The patient was admitted to hospital. Diagnosis: atrophic gastritis. The patient underwent a colonoscopy and endoscopy with biopsy. Impression: sliding hiatal hernia, gastritis status post biopsies to rule out h. Pylori, and normal colonoscopy with ileal intubation. The biopsy was negative for h. Pylori. A chest x-ray was normal. Labs showed slightly elevated wbc, mchc, lymphocytes, and co2 and slightly low sodium, alt, and anion levels. On (B)(6) 2009 the patient underwent a nuclear medicine hepatobiliary scan with cck to evaluate for gallbladder dysfunction. Impression: 47.4% ejection fraction &#63506;ange of normal. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009 the patient presented in ER with continued right upper quadrant pain with loss of appetite and alternating diarrhea and constipation. On (B)(6) 2010 the patient presented in ER with a burnt finger (second degree). On (B)(6) 2010 the patient presented in ER with right upper quadrant abdominal pain, cough, headache, runny nose, and essential hypertension. Labs were run which revealed slightly elevated wbc. On (B)(6) 2010 the patient presented in ER with left shoulder pain. The patient reported hearing something "pop" at onset. A left shoulder x-ray was unremarkable. Diagnosis: sprain/overexertion. On (B)(6) 2010 the patient presented in ER with hip and back pain. The patient received a dexamethasone injection. On (B)(6) 2010 the patient presented in ER with lower back pain radiating into the left lower extremity with tingling. The patient reported having fallen. Labs were run which revealed slightly elevated wbc, prothrombin, co2 and calcium osmo counts. On (B)(6) 2010 the patient underwent a MRI of the lumbo-sacral spine which showed a noticeable l5-s1 herniation eccentric to the left causing stenosis. On (B)(6) 2010 the patient presented in ER with left side pain, lower back pain radiating into the left lower extremities, urinary frequently and urgency. The patient was wearing a back brace. Per the encounter notes the patient had undergone a MRI several weeks prior which had shown &#64736; "3 masses in the left kidney" .a abdomen and pelvis CT showed small bilateral non-obstructive intrarenal stones. A urinalysis was abnormal for blood. On (B)(6) 2010 the patient underwent a l5-s1 laminectomy and micro-discectomy. On (B)(6) 2010 the patient presented in ER post op with back pain radiating into the left leg, left leg numbness and hypertension after a fall. On (B)(6) 2010 the patient presented with low back pain radiating into the left buttocks and leg; leg weakness, numbness, and tingling; and a suspected herniated disc. The patent underwent a MRI of the lumbar spine which showed no notable focal disc herniation. There was mild degenerative signal decrease and narrowing at l5-s1, more prominent to the left. There was suspected mild osteophytosis on the left. There was levoconvex scoliotic curvature with the apex at l2 level. There was mild narrowing on the left l5-s1 and on the right, l4-5. On (B)(6) 2010 the patient presented in ER (morning) with multiple site contusions, syncope and collapse after a mva. An ECG was run which was normal. A brain CT showed no acute intracranial abnormalities. A cervical spine CT demonstrated a reversal of normal lordotic curvature of the cervical spine. There was minimal disc narrowing at c5-6 and c6-7 with associated anterior and posterior osteophytes and likely mild canal narrowing at c5-6. On (B)(6) 2010 the patient presented in ER (eve) with an open wound and glass in left foot. A radiograph was taken which was normal. On (B)(6) 2010 the patient presented with pain and underwent a lumbosacral MRI which revealed post op changes at l5-s1; recurrent disc herniation that level eccentric to the left and broad based herniation at l4-5 and an focal tear at the annulus. There was levoscoliosis of the lumbar spine with an axis at the level of the intervertebral disc space at l3-4. On (B)(6) 2010 the patient presented with low back pain which radiated into the left buttock and leg with left leg numbness, weakness, and tingling. Per the encounter notes the patient had been in a mva on (B)(6) 2010 with loss of consciousness and back injury. The patient complained that since that time they had developed recurrent back and leg numbness. Medications: valium and percocet. On (B)(6) 2010 the patient presented with low back pain; left leg pain; numbness, tingling, and weakness in the left leg, the patient also had significant urinary incontinence. The patient walked favoring the left leg. There was significant spasm in the lumbosacral paraspinal musculature. The patient was referred to the ER. On (B)(6) 2010 the patient presented in ER with intractable back pain, left leg pain, bladder and bowel incontinence secondary to possible cord compression. The patient was admitted to hospital. A MRI showed new l4-5 and l5-s1 new disk herniation. Chest x-rays showed no acute disease. Labs were unremarkable. On (B)(6) 2010 the patient underwent an ECG which was normal. The patient underwent surgery which consisted of a l4/5 laminectomy / mirco-discectomy, l4-s1 posterolateral fusion with allograft, bone, and instrumentation (dynesys) and medtronic peek interbody graft and infuse. Per the operative report &#65473;ttention was directed to the l4-ls level where a smaller disk herniation was encountered at the l4-l5 level. There was a small tear in the ligament. A small amount of disk was removed that could not be sent for pathology. The space was decompressed. The nerve root was decompressed at this level as well. Attention was then directed back to l5-s1 level where medtronic peek qraft was selected. The qrafts were packed with infuse and bone. This was inserted into the disk space to form l5-s1interbody fusion. Fluoroscopic confirmation of interbody fusion was acceptable. No patient complications were noted. The pathological report on the disc material showed degenerative fibrocartilaginous tissue consistent with herniated nucleus pulposus. On (B)(6) 2010 the patient was discharged from hospital. Medications: mscontin, vicodin, soma, and lyrica. On (B)(6) 2010 the patient presented with some persistent numbness and tingling in the left foot but overall improvements since surgery. The patient was experiencing post-operative muscle spasms. The patient reported that they had been having hallucinations on the medication they were discharged with and since had switched to valium and percocet. The patient utilized a walker for ambulation. On (B)(6) 2010 the patient presented in ER with pain in foot and low back pain. Labs revealed elevated eosinophils and slightly elevated axion, on (B)(6) 2010 the patient presented low back and left leg pain. The patient underwent a MRI of the lumbar spine which showed a signal change of the endplates at l5-s1 which may have been degenerative change or post-operative inflammatory changes. There was levoscoliosis of the spine of mild to moderate proportion. On (B)(6) 2010 the patient presented in ER with back pain and disruption of wound. The patient was leaking clear fluid from back surgical site. Labs were normal. On (B)(6) 2010 the patient presented with a small amount of purulent drainage from the left lumbar spine incision. Per the encounter notes, the patient had gone to the ER previously and been prescribed doxycycline. The incision was slightly enlarged to allow for improved drainage. The patient was also experiencing postoperative muscle spasms. On (B)(6) 2010 the patient presented with back pain and underwent lumbar spine x-rays which showed surgical changes l4-5, l5-s1 and upper lumbar levoconvex scoliosis. On (B)(6) 2011 the patient presented with constant ache and occasional spasm in the lower back but improved lower extremity symptoms. On (B)(6) 2011 the patient presented in ER with chest pain and numbness in bilateral hands. An ECG was normal. Chest x-rays were normal. A transthoracic echocardiogram showed a modified simpsons ejection fraction of 61%. Labs revealed slightly elevate lymphocytes and prothrombin time. On (B)(6) 2011 the patient underwent a cardiac catheter / stress test which was normal. On (B)(6) 2011 the patient presented in ER with vomiting ("black liquid") abdominal pain, and a distended abdomen. Radiographs of the abdomen showed scattered air fluid levels in the region of the right abdomen and moderate stool throughout. May have represented mild impaction. Labs revealed elevated wcb, auto anc, neutrophils and low ast and lymphocytes levels. On (B)(6) 2011 the patient underwent a MRI of the cervical spine which showed moderate central stenosis c5-6 and c6-7. Mild central stenosis c4-5. There was right lateral recess stenosis at c5-6 and left lateral recess stenosis c6-7. There was mild bilateral foraminal narrowing c4-5, moderate to severe right sided foraminal narrowing c5-6 and moderate left sided foraminal narrowing c6-7. There was reversal of the cervical lordosis which may have been a reflection of muscle spasm. There was scoliosis of the cervical spine, convexity to the right &#63489;gain possibly due to muscle spasm. On (B)(6) 2011 the patient presented in ER with neck pain. Diagnosis: cervicalgia and osteoarthritis. On (B)(6) 2011 the patient presented with intractable neck pain worsening over the previous eight weeks with left upper extremity numbness, tingling, pain, and weakness. The patient reported having gone the ER where they were prescribed a medrol dose pak, naproxen, and flexeril &#63502;one of which helped. The patient also described mild intermittent pain in the lower back with muscle spasm and improving lower leg extremity symptoms. There was tenderness to palpitation of the cervical paraspinal musculature, left > right. There was decreased sensation to pinprick on the left c5-t1. An x-ray of the lumbar spine demonstrated intact posterolateral fusion at l4-5 and l5-s1 with good alignment and boney growth. Impression: intractable neck pain with left sided cervical radiculopathy with MRI evidence of cervical disc herniations at c4-5, c5-6, and c6-7. Post-operative muscle spasms to the lumbar paraspinals. On (B)(6) 2011 the patient presented with cervical disc herniations. On (B)(6) 2011 the patent underwent a chest x-rays which were unremarkable. On (B)(6) 2011 the patient presented with progressive, persistent and intractable neck pain. The patient complained of left upper extremity numbness, tingling, pain and weakness. Surgical intervention was discussed. On (B)(6) 2011 the patient underwent an ECG which was unremarkable. On (B)(6) 2011 the patient underwent an ECG which was abnormal for myocardial infarction. On (B)(6) 2011 the patient presented with intractable neck pain and the preoperative diagnosis of c4-5, c5-6, and c5-7 disk herniations, cervical stenosis, and spinal cord compression. The patient underwent surgery that included a partial corpectomy c5-c6; c4-c5, c5-6, and c6-c7 diskectomies for decompression; insertion of cervical device at c4-c5; c5-c6 and c6-c7 arthrodesis with peek allograft and morcellized bone allograft; anterior cervical instrumentation; and use of recurrent laryngeal nerve monitoring and emg and motor evoked potential monitoring, no patient complications were reported. On (B)(6) 2011 surgical pathology report reported fibrocartilage consistent with disc showing myxoid degeneration and chondrocyte clustering, consistent with hnp. On (B)(6) 2011, one week post op., the patient reported occasional neck stiffness with pain radiating into the left shoulder with upper extremity numbness and tingling reduced. There was a yellowish discharge from the surgical site. The incision site appeared mildly inflamed and irritated. The patient also reported improving low back pain and left leg symptoms. On (B)(6) 2011 the patient presented with tightness and spasm across the shoulders and back of neck and improved pain. The patient also presented with some white pustules (folliculitis) around the cervical incision. The patient was taking keflex for the folliculitis. Per the encounter notes the patient was to start using a bone stimulator to promote bone growth. On (B)(6) 2011 the patient presented with intermittent neck tightness and spasm and upper extremity numbness and tingling. Overall improving symptoms. The patient also reported improved low back pain with intermittent muscle spasms in the low back and improved lower extremity numbness and burning. Cervical x-rays showed good alignment intact hardware and good bone formation. On (B)(6) 2011 the patient reportedly underwent a MRI of the lumbar spine which revealed nothing significant. On (B)(6) 2011 the patient underwent a CT scan of the cervical spinewhich showed some posterior osteophytes at c5-6. On (B)(6) 2011 the patient presented with occasional stiffness and tightness in the back of the neck and across the shoulders. The patient also had some tightness and intermittent spasms in the low back. Per the encounter notes, the patient reported having fallen down 3 week priors and was now reporting recurrent left leg pain with numbness and tingling down to calf. The patient also reported two episodes on urinary incontinence. On (B)(6) 2011 the patient reportedly underwent a CT scan of the brain which was unremarkable. A thoracic spine MRI was also unremarkable. On (B)(6) 2011 and (B)(6) 2011 the patient presented in ER with neck pain. Labs revealed a slightly high wbc level. On (B)(6) 2011 the patient underwent a CT myelogram of the cervical spine which revealed some slightly bony overgrowth causing some mild central stenosis at the c4-5 level, instrumentation and grafts were intact. There was slight cervical lordosis at c3. There was very minimal ventral cord flattering at c3-4 due to the reversal of curvature. There was some ventral cord flattening also at the upper and lower c6 levels due to bony spurs or osteophytes. There was no evidence of bony fusion at that time. There was an artificial disc plate at c4-c5, the margins of which slightly protruded anterior to the disc space. The adequacy of the positioning of that disc was under question. On (B)(6) 2011 the patient presented in ER with severe headache and neck pain. Per the encounter notes the patient reported having been told to come into the ER for a blood patch. Labs revealed elevated wbc. On (B)(6) 2011 the patient presented in ER with severe headache, stiff neck and fever post spinal tap approx. 4 days prior. Diagnosis: reaction to spinal puncture and brachial neuritis/radiculitis. The patient was admitted to hospital. Chest x-rays were negative. On (B)(6) 2011 the patient underwent a MRI of the lumbosacral spine which showed post op changes from l4-s1. Posterolateral instrumentation was intact. The interbody graft at l5-s1 had some bone formation. There was enhancement of the left posterior paraspinal musculature from l4 to s1 compatible with postoperative scar or granulation tissue. This abnormality extended into the left posterior and lateral epidural space at l5-s1 and appeared to be contacting the lateralizing left s1 nerve at that level. There was also minimal posterior protrusion of the intervertebral graft spacer at l5-s1 indenting the thecal sac ventrally (minimal). There was no disc herniation, stenosis, or fluid collection noted. Stable appearance at l4-5 where there was a minimal right lateral protrusion and annular tear. Spinal scoliosis. There were stable cystic changes in the left kidney &#63551;favored to be benign" on (B)(6) 2011 the patient was discharged from hospital. On (B)(6) 2011 the patient presented with improved neck pain, and occasional pain across the neck and shoulders. The patient also reported improved back pain. The patient had occasional episodes of left leg pain with numbness and weakness. Per the encounter notes the patient had been recently hospitalized following a CT myelogram for a csf leak. During that hospital stay the patient had two seizures. On (B)(6) 2013 the patient presented with severe lower back pain with left radicular symptoms and underwent a lumbar spine MRI which showed no significant changes from the prior study. On (B)(6) 2013 the patient reported that heard a "popping" noise while walking on (B)(6) 2013 and subsequently developed back pain that radiated into the left posterior aspect of the knee; difficulty with ambulation and left foot numbness, tingling, and weakness. Lumbosacral spine radiographs showed what appeared to be torticollis eccentric to the left suggestive of muscle spasm. The patient was prescribed a medrol dose pack. In (B)(6) 2013 the patient reportedly underwent a MRI of the lumbar spine which revealed an area of enhancement of the left s1 pedicle screw which appeared to be a hematoma or fluid collection. On (B)(6) 2013 the patient presented in ER with low back pain, saddle anesthesia, trouble walking, tingling, and urinary incontinence. Impression: possible acute spinal abscess. A MRI of the spine showed a 1.9 cm focus at the left pedicle screw l5 - possible early abscess. On (B)(6) 2013 the patient presented with low back pain, saddle anesthesia, trouble walking, tingling, and urinary incontinence. Impression: possible acute spinal abscess. Initial labs showed an elevated white blood count, normal sedimentation rate, and a very minimally elevated c-reactive protein. The patient was admitted to hospital. Per the encounter notes the patient had presented in the ER two days prior with the same symptoms. A MRI showed that the central canal had been decompressed. There was left posterior paraspinal enhancement similar to the prior exam. A 19 x 9 x 8 mm non enhancing t2 hyperintense focus that was medially to the left l5 pedicel screw, which raised the possibility of an abscess though no fluid collection was noted. The patient was placed on IV antibiotics. A lower left back soft tissue ultrasound was conducted which also showed a possible small collection (2.1 x 1 x 1.1 cm hypoechoic oval mass) adjacent to the posterior left pedicle screw. On 12 april 2013 the patient discharged themselves against medical advice. On (B)(6) 2013 the patient reportedly underwent a MRI of the lumbar spine which demonstrated the appearance of a possible hematoma to the perimeter of the left l5 pedicle screw. On (B)(6) 2013 the patient presented with back and leg pain, numbness, tingling, and weakness while ambulating. The patient reported having recently been admitted to hospital for intractable low back pain and left leg pain. Reportedly the patient had been diagnosed with hematoma surrounding the left l5 pedicle screw. The patient was placed on vancomycin at that time. Review of the MRI revealed a possible hematoma not thought to be an abscess. On (B)(6) 2013 the patient presented with the assessment of: lumbar disc herniation, lumbar sprain/strain; soft tissue injury and possible loosening of the l5 screw. The patient was to discontinue use of the antibiotics. On (B)(6) 2013 the patient presented for a pre-op evaluation. It was reported that on (B)(6) 2013: the patient presented with preoperative diagnoses of spinal abscess and lumbar instrumentation failure. The patient underwent the following procedures: exploration of lumbar fusion; removal of posterior lumbar segmental instrumentation; revision of complex wound. During the procedure it was found that the patient had a lumbar paraspinal hematoma and a loose l5 pedicle screw. There was no evidence of purulent drainage. The patient was sent to recovery in stable condition. On (B)(6) 2013 in a telephone encounter the patient reported left sided swelling and weakness. On (B)(6) 2013 the patient presented with post-operative spasms. Assessment: lumbar herniations and lumbar sprain/strain. (B)(6) 2013: the patient presented with preoperative diagnoses of lumbosacral instrumentation failure, lumbosacral instability, and lumbar stenosis. The patient underwent the following procedures: re-exploration of lumbar fusion; redo l4, l5, and s1 laminectomies for decompression; l4-s1 posterolateral stabilization with pedicle screws; l4-s1 posterolateral arthrodesis with allograft bone; intraoperative lower extremity electrodiagnostic monitoring. On (B)(6) 2013 the patient presented with dyspnea and for evaluation on pulmonary embolus. The patient underwent a chest CT which demonstrated minimal chronic changes at the left lung base with minimal sub-segmental atelectasis noted. On (B)(6) 2013 the patient presented with shortness of breath and chest pain. Per the encounter notes that patient had developed these symptoms the day after surgery and had undergone chest "x-rays, a chest CT, lower extremity doppler, and a CT of the lumbar spine without significant findings. The patient also reported muscle spasms radiating down the back of the left leg and spasticity. He had palpable spasms around his incision. He had significant spasms along his left hamstring and piriforis. Flexeril was stopped. The patient was to continue norco and soma and start kelfex and valium. On (B)(6) 2013 the patient presented with muscle spasms across the lower back radiating down the left leg. The patient ambulated with a cane and ankle arthrosis. The patient's surgical sutures were removed. The patient underwent x-rays of the lumbar spine which demonstrated degenerative sclerosis of the lower lumbar facets at l4 and l5 and mild narrowing of l5-s1. The remainder of the lumbar spine was unremarkable. A MRI of the lumbar spine was performed which showed post-operative changes l4 to s1 with a new collection, presumed to represent an abscess to the left pedicle screw at l4 extending into the paraspinal musculature. It appeared contiguous with a small collection in the subcutaneous soft tissue, presumed to represent an abscess at s1. There was levoscoliotic curvature centered about l2. L4-5 right lateral protrusion possible is abutting the right l4 nerve root. A lumbar CT showed a suspect abscess/phlegmon in the left paraspinal musculature posterior to the pedicle screws at l4, l5 and s1. There was a right l4-5 lateral protrusion, which appeared to abut the right l4 nerve root. There was a non-obstructive right renal calculi. On (B)(6) 2013 the patient presented with persistent back muscle tightness/spasm. The patient also complained of left leg pain radiating into the foot, persistent left foot weakness, and toe numbness. Diagnosis: postoperative muscle spasm with piriformis syndrome and what appeared to be chronic radiculopathy and/ or paresthesia. On (B)(6) 2013 the patient presented with left foot drop and underwent an emg/ nvc which showed no definite evidence of denervation. There was some mild renervation isolated to the extensor digitorum brevis muscle. There was no neurological explanation for the slight foot drop. On (B)(6) 2014 the patient presented in ER with headache, lower back, neck pain after a fall. The patient reported experiencing severe left leg muscle spasm/tremors which caused them to lose their balance and fall hitting their head. An ECG was run which was normal. A brain CT was conducted which, when compared to a (B)(6) 2010 CT was unremarkable. A cervical spine CT demonstrated no acute fracture and normal bony alignment. Lumbar x-rays compared to (B)(6) 2013 revealed a mild rotary scoliosis with apex towards the left. Bony alignment was maintained, no acute fracture. No interval changes since last study noted. Medications: dronabinaol, gabapentin, pantoprazolw, hydrocodone/acetaminophen, cyclobenzaprine, alprazolam, ondansetron, and percocet. On (B)(6) 2013 the patient presented in ER with neck, head, and back pain after a fall. Diagnosis: head injury and cervical strain. The patient stated that they had chronic weakness and foot drop on the lower left extremity which they reported as occurring after &#61536;screw was placed in his s1 nerve root- CT scan of the brain showed no acute intracranial abnormality. A CT of the cervical spine showed no significant change in the appearance of the cervical spine since (B)(6) 2013. On (B)(6) 2013 the patient presented in ER with retrosternal angina -like chest pain and heaviness radiating to the neck and the left shoulder. An ECG was run which showed no acute changes. An EKG showed sinus rhythm with a short pr but otherwise normal. A chest echo showed mild trace mitral regurgitation and mild tricuspid regurgitation. Chest x-rays showed no evidence of active disease. The patient also complained of dyslipidemia. The patient underwent surgery which consisted of a left heart catheterization; left ventricular angiography, coronary angiography, right femoral arterial angioplasty, 6-french angioseal closure device placement. Impression: no angiographic evidence of significant coronary artery disease and normal left ventricular ejection fraction. On (B)(6) 2013 the patient was discharged from hospital.

Event description:
It was reported that on (B)(6) 2005 the patient presented in ER with neck problems and pain and tingling in arm onset 2-3 weeks prior. Cervical spine radiographs were taken which showed loss of normal curvature of the spine which may have been related to muscle spasm. Otherwise normal radiograph. Medications prescribed: percocet and flexeril. On (B)(6) 2008 the patient presented in ER with a swelling to the left forehead x 2 days. Diagnosis: folliculitis. On (B)(6) 2008 the patient presented in ER with left chest pain radiating to the left upper arm and high blood pressure. ECG¿s were run which were normal with the exception of one which showed sinus rhythm with premature ventricular complexes or fusion complexes. A chest x-ray was taken which showed no acute abnormality. A chest/abdomen CT was conducted which demonstrated no evidence of aortic dissection. Abdomen was grossly unremarkable. Labs were run which revealed slightly elevated basophils and wbc. On (B)(6) 2008 the patient presented in ER after a work injury (fall) with low back and left hip pain. A pelvis x-ray was taken which was unremarkable. Lumbar spine x-rays were taken which demonstrated a curvature of the lumbar spine with concavity to the right ¿ possibly representing scoliosis. There was no acute fracture or dislocation. Diagnosis: sacroiliac sprain, contusion of hip, and scoliosis. On (B)(6) 2008 the patent presented with ER with back pain and contusion on hip. The patient reported having fallen. On (B)(6) 2009 the patient presented in ER with chest pain radiating into the left shoulder, cough, and congestion. The patient underwent an ECG which showed a nonspecific st and t wave abnormality. Vent rate had increased by 38 bpm when compared to a (B)(6) 2008 ECG. Diagnosis: acute bronchitis, essential hypertension, and old myocardial infarction. Medications lopressor and motrin. On (B)(6) 2009 the patient presented in ER with right upper quadrant abdominal pain. The patient underwent an ECG which was normal. A right upper quadrant ultrasound was conducted which was normal. A CT of the abdomen was taken which demonstrated hyper-densities in the left kidney ¿ probable renal cyst. Labs revealed slightly elevated wbc and lymphocytes and slightly low alt. On (B)(6) 2009 the patient presented in ER with constant, sharp, right upper quadrant pain. The patient was admitted to hospital. Diagnosis: atrophic gastritis. The patient underwent a colonoscopy and endoscopy with biopsy. Impression: sliding hiatal hernia, gastritis status post biopsies to rule out h. Pylori, and normal colonoscopy with ileal intubation. The biopsy was negative for h. Pylori. A chest x-ray was normal. Labs showed slightly elevated wbc, mchc, lymphocytes, and co2 and slightly low sodium, alt, and anion levels. On (B)(6) 2009 the patient underwent a nuclear medicine hepatobiliary scan with cck to evaluate for gallbladder dysfunction. Impression: 47.4% ejection fraction ¿ range of normal. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009 the patient presented in ER with continued right upper quadrant pain with loss of appetite and alternating diarrhea and constipation. On (B)(6) 2010 the patient presented in ER with a burnt finger (second degree). On (B)(6) 2010 the patient presented in ER with right upper quadrant abdominal pain, cough, headache, runny nose, and essential hypertension. Labs were run which revealed slightly elevated wbc. On (B)(6) 2010 the patient presented in ER with left shoulder pain. The patient reported hearing something ¿pop¿ at onset. A left shoulder x-ray was unremarkable. Diagnosis: sprain/overexertion. On (B)(6) 2010 the patient presented in ER with hip and back pain. The patient received a dexamethasone injection. On (B)(6) 2010 the patient presented in ER with lower back pain radiating into the left lower extremity with tingling. The patient reported having fallen. Labs were run which revealed slightly elevated wbc, prothrombin, co2 and calcium osmo counts. On (B)(6) 2010 the patient underwent a MRI of the lumbo-sacral spine which showed a noticeable l5-s1 herniation ¿ eccentric to the left causing stenosis. On (B)(6) 2010 the patient presented in ER with left side pain, lower back pain radiating into the left lower extremities, urinary frequently and urgency. The patient was wearing a back brace. Per the encounter notes the patient had undergone a MRI several weeks prior which had shown ¿3 masses in the left kidney¿. A abdomen and pelvis CT showed small bilateral non-obstructive intrarenal stones. A urinalysis was abnormal for blood. On (B)(6) 2010 the patient underwent a l5-s1 laminectomy and micro-discectomy. On (B)(6) 2010 the patient presented in ER post op with back pain radiating into the left leg, left leg numbness and hypertension after a fall. On (B)(6) 2010 the patient presented with low back pain radiating into the left buttocks and leg; leg weakness, numbness, and tingling; and a suspected herniated disc. The patent underwent a MRI of the lumbar spine which showed no notable focal disc herniation. There was mild degenerative signal decrease and narrowing at l5-s1, more prominent to the left. There was suspected mild osteophytosis on the left. There was levoconvex scoliotic curvature with the apex at l2 level. There was mild narrowing on the left l5-s1 and on the right, l4-5. On (B)(6) 2010 the patient presented in ER (morning) with multiple site contusions, syncope and collapse after a mva. An ECG was run which was normal. A brain CT showed no acute intracranial abnormalities. A cervical spine CT demonstrated a reversal of normal lordotic curvature of the cervical spine. There was minimal disc narrowing at c5-6 and c6-7 with associated anterior and posterior osteophytes and likely mild canal narrowing at c5-6. On (B)(6) 2010 the patient presented in ER (eve) with an open wound and glass in left foot. A radiograph was taken which was normal. On (B)(6) 2010 the patient presented with pain and underwent a lumbosacral MRI which revealed post op changes at l5-s1; recurrent disc herniation that level eccentric to the left and broad based herniation at l4-5 and an focal tear at the annulus. There was levoscoliosis of the lumbar spine with an axis at the level of the intervertebral disc space at l3-4. On (B)(6) 2010 the patient presented with low back pain which radiated into the left buttock and leg with left leg numbness, weakness, and tingling. Per the encounter notes the patient had been in a mva on (B)(6) 2010 with loss of consciousness and back injury. The patient complained that since that time they had developed recurrent back and leg numbness. Medications: valium and percocet. On (B)(6) 2010 the patient presented with low back pain; left leg pain; numbness, tingling, and weakness in the left leg, the patient also had significant urinary incontinence. The patient walked favoring the left leg. There was significant spasm in the lumbosacral paraspinal musculature. The patient was referred to the ER. On (B)(6) 2010 the patient presented in ER with intractable back pain, left leg pain, bladder and bowel incontinence secondary to possible cord compression. The patient was admitted to hospital. A MRI showed new l4-5 and l5-s1 new disk herniation. Chest x-rays showed no acute disease. Labs were unremarkable. On (B)(6) 2010 the patient underwent an ECG which was normal. The patient underwent surgery which consisted of a l4/5 laminectomy / mirco-discectomy, l4-s1 posterolateral fusion with allograft, bone, and instrumentation (dynesys) and medtronic peek interbody graft and infuse. Per the operative report ¿¿attention was directed to the l4-ls level where a smaller disk herniation was encountered at the l4-l5 level. There was a small tear in the ligament. A small amount of disk was removed that could not be sent for pathology. The space was decompressed. The nerve root was decompressed at this level as well. Attention was then directed back to l5-s1 level where medtronic peek qraft was selected. The qrafts were packed with infuse and bone. This was inserted into the disk space to form l5-s1interbody fusion. Fluoroscopic confirmation of interbody fusion was acceptable¿¿ no patient complications were noted. The pathological report on the disc material showed degenerative fibrocartilaginous tissue consistent with herniated nucleus pulposus. On (B)(6) 2010 the patient was discharged from hospital. Medications: mscontin, vicodin, soma, and lyrica. On (B)(6) 2010 the patient presented with some persistent numbness and tingling in the left foot but overall improvements since surgery. The patient was experiencing post-operative muscle spasms. The patient reported that they had been having hallucinations on the medication they were discharged with and since had switched to valium and percocet. The patient utilized a walker for ambulation. On (B)(6) 2010 the patient presented in ER with pain in foot and low back pain. Labs revealed elevated eosinophils and slightly elevated axion, on (B)(6) 2010 the patient presented low back and left leg pain. The patient underwent a MRI of the lumbar spine which showed a signal change of the endplates at l5-s1 which may have been degenerative change or post-operative inflammatory changes. There was levoscoliosis of the spine of mild to moderate proportion. On (B)(6) 2010 the patient presented in ER with back pain and disruption of wound. The patient was leaking clear fluid from back surgical site. Labs were normal. On (B)(6) 2010 the patient presented with a small amount of purulent drainage from the left lumbar spine incision. Per the encounter notes, the patient had gone to the ER previously and been prescribed doxycycline. The incision was slightly enlarged to allow for improved drainage. The patient was also experiencing postoperative muscle spasms. On (B)(6) 2010 the patient presented with back pain and underwent lumbar spine x-rays which showed surgical changes l4-5, l5-s1 and upper lumbar levoconvex scoliosis. On (B)(6) 2011 the patient presented with constant ache and occasional spasm in the lower back but improved lower extremity symptoms. On (B)(6) 2011 the patient presented in ER with chest pain and numbness in bilateral hands. An ECG was normal. Chest x-rays were n ormal. A transthoracic echocardiogram showed a modified simpsons ejection fraction of 61%. Labs revealed slightly elevate lymphocytes and prothrombin time. On (B)(6) 2011 the patient underwent a cardiac catheter / stress test which was normal. On (B)(6) 2011 the patient presented in ER with vomiting (¿black liquid¿), abdominal pain, and a distended abdomen. Radiographs of the abdomen showed scattered air fluid levels in the region of the right abdomen and moderate stool throughout. May have represented mild impaction. Labs revealed elevated wcb, auto anc, neutrophils and low ast and lymphocytes levels. On (B)(6) 2011 the patient underwent a MRI of the cervical spine which showed moderate central stenosis c5-6 and c6-7. Mild central stenosis c4-5. There was right lateral recess stenosis at c5-6 and left lateral recess stenosis c6-7. There was mild bilateral foraminal narrowing c4-5, moderate to severe right sided foraminal narrowing c5-6 and moderate left sided foraminal narrowing c6-7. There was reversal of the cervical lordosis which may have been a reflection of muscle spasm. There was scoliosis of the cervical spine, convexity to the right ¿ again possibly due to muscle spasm. On (B)(6) 2011 the patient presented in ER with neck pain. Diagnosis: cervicalgia and osteoarthritis. On (B)(6) 2011 the patient presented with intractable neck pain worsening over the previous eight weeks with left upper extremity numbness, tingling, pain, and weakness. The patient reported having gone the ER where they were prescribed a medrol dose pak, naproxen, and flexeril ¿ none of which helped. The patient also described mild intermittent pain in the lower back with muscle spasm and improving lower leg extremity symptoms. There was tenderness to palpitation of the cervical paraspinal musculature, left > right. There was decreased sensation to pinprick on the left c5-t1. An x-ray of the lumbar spine demonstrated intact posterolateral fusion at l4-5 and l5-s1 with good alignment and boney growth. Impression: intractable neck pain with left sided cervical radiculopathy with MRI evidence of cervical disc herniations at c4-5, c5-6, and c6-7. Post-operative muscle spasms to the lumbar paraspinals. On (B)(6) 2011 the patient presented with cervical disc herniations. On (B)(6) 2011 the patent underwent a chest x-rays which were unremarkable. On (B)(6) 2011 the patient presented with progressive, persistent and intractable neck pain. The patient complained of left upper extremity numbness, tingling, pain and weakness. Surgical intervention was discussed. On (B)(6) 2011 the patient underwent an ECG which was unremarkable. On (B)(6) 2011 the patient underwent an ECG which was abnormal for myocardial infarction. On (B)(6) 2011 the patient presented with intractable neck pain and the preoperative diagnosis of c4-5, c5-6, and c5-7 disk herniations, cervical stenosis, and spinal cord compression. The patient underwent surgery that included a partial corpectomy c5-c6; c4-c5, c5-6, and c6-c7 diskectomies for decompression; insertion of cervical device at c4-c5; c5-c6 and c6-c7 arthrodesis with peek allograft and morcellized bone allograft; anterior cervical instrumentation; and use of recurrent laryngeal nerve monitoring and emg and motor evoked potential monitoring, no patient complications were reported. On (B)(6) 2011 surgical pathology report reported fibrocartilage consistent with disc showing myxoid degeneration and chondrocyte c lustering, consistent with hnp. On (B)(6) 2011, one week post op., the patient reported occasional neck stiffness with pain radiating into the left shoulder with upper extremity numbness and tingling reduced. There was a yellowish discharge from the surgical site. The incision site appeared mildly inflamed and irritated. The patient also reported improving low back pain and left leg symptoms. On (B)(6) 2011 the patient presented with tightness and spasm across the shoulders and back of neck and improved pain. The patient also presented with some white pustules (folliculitis) around the cervical incision. The patient was taking keflex for the folliculitis. Per the encounter notes the patient was to start using a bone stimulator to promote bone growth. On (B)(6) 2011 the patient presented with intermittent neck tightness and spasm and upper extremity numbness and tingling. Overall improving symptoms. The patient also reported improved low back pain with intermittent muscle spasms in the low back and improved lower extremity numbness and burning. Cervical x-rays showed good alignment intact hardware and good bone formation. On (B)(6) 2011 the patient reportedly underwent a MRI of the lumbar spine which revealed nothing significant. On (B)(6) 2011 the patient underwent a CT scan of the cervical spine which showed some posterior osteophytes at c5-6. On (B)(6) 2011 the patient presented with occasional stiffness and tightness in the back of the neck and across the shoulders. The patient also had some tightness and intermittent spasms in the low back. Per the encounter notes, the patient reported having fallen down 3 week priors and was now reporting recurrent left leg pain with numbness and tingling down to calf. The patient also reported two episodes on urinary incontinence. On (B)(6) 2011 the patient reportedly underwent a CT scan of the brain which was unremarkable. A thoracic spine MRI was also unremarkable. On (B)(6) 2011 the patient presented in ER with neck pain. Labs revealed a slightly high wbc level. On (B)(6) 2011 the patient underwent a CT myelogram of the cervical spine which revealed some slightly bony overgrowth causing some mild central stenosis at the c4-5 level, instrumentation and grafts were intact. There was slight cervical lordosis at c3. There was very minimal ventral cord flattering at c3-4 due to the reversal of curvature. There was some ventral cord flattening also at the upper and lower c6 levels due to bony spurs or osteophytes. There was no evidence of bony fusion at that time. There was an artificial disc plate at c4-c5, the margins of which slightly protruded anterior to the disc space. The adequacy of the positioning of that disc was under question. On (B)(6) 2011 the patient presented in ER with severe headache and neck pain. Per the encounter notes the patient reported having been told to come into the ER for a blood patch. Labs revealed elevated wbc. On (B)(6) 2011 the patient presented in ER with severe headache, stiff neck and fever post spinal tap approx. 4 days prior. Diagnosis: reaction to spinal puncture and brachial neuritis/radiculitis. The patient was admitted to hospital. Chest x-rays were negative. On (B)(6) 2011 the patient underwent a MRI of the lumbosacral spine which showed post op changes from l4-s1. Posterolateral instrumentation was intact. The interbody graft at l5-s1 had some bone formation. There was enhancement of the left posterior paraspinal musculature from l4 to s1 compatible with postoperative scar or granulation tissue. This abnormality extended into the left posterior and lateral epidural space at l5-s1 and appeared to be contacting the lateralizing left s1 nerve at that level. There was also minimal posterior protrusion of the intervertebral graft spacer at l5-s1 indenting the thecal sac ventrally (minimal). There was no disc herniation, stenosis, or fluid collection noted. Stable appearance at l4-5 where there was a minimal right lateral protrusion and annular tear. Spinal scoliosis. There were stable cystic changes in the left kidney ¿ ¿favored to be benign¿. On (B)(6) 2011 the patient was discharged from hospital. On (B)(6) 2011 the patient presented with improved neck pain, and occasional pain across the neck and shoulders. The patient also reported improved back pain. The patient had occasional episodes of left leg pain with numbness and weakness. Per the encounter notes the patient had been recently hospitalized following a CT myelogram for a csf leak. During that hospital stay the patient had two seizures. On (B)(6) 2013 the patient presented with severe lower back pain with left radicular symptoms and underwent a lumbar spine MRI which showed no significant changes from the prior study. On 12 feb 2013 the patient reported that heard a ¿popping¿ noise while walking on (B)(6) 2013 and subsequently developed back pain that radiated into the left posterior aspect of the knee; difficulty with ambulation and left foot numbness, tingling, and weakness. Lumbosacral spine radiographs showed what appeared to be torticollis eccentric to the left suggestive of muscle spasm. The patient was prescribed a medrol dose pack. In (B)(6) 2013 the patient reportedly underwent a MRI of the lumbar spine which revealed an area of enhancement of the left s1 pedicle screw which appeared to be a hematoma or fluid collection. On (B)(6) 2013 the patient presented in ER with low back pain, saddle anesthesia, trouble walking, tingling, and urinary incontinence. Impression: possible acute spinal abscess. A MRI of the spine showed a 1.9 cm focus at the left pedicle screw l5 ¿ possible early abscess. On (B)(6) 2013 the patient presented with low back pain, saddle anesthesia, trouble walking, tingling, and urinary incontinence. Impression: possible acute spinal abscess. Initial labs showed an elevated white blood count, normal sedimentation rate, and a very minimally elevated c-reactive protein. The patient was admitted to hospital. Per the encounter notes the patient had presented in the ER two days prior with the same symptoms. A MRI showed that the central canal had been decompressed. There was left posterior paraspinal enhancement similar to the prior exam. A 19 x 9 x 8 mm non enhancing t2 hyperintense focus that was medially to the left l5 pedicel screw, which raised the possibility of an abscess though no fluid collection was noted. The patient was placed on IV antibiotics. A lower left back soft tissue ultrasound was conducted which also showed a possible small collection (2.1 x 1 x 1.1 cm hypoechoic oval mass) adjacent to the posterior left pedicle screw. On (B)(6) 2013 the patient discharged themselves against medical advice. On (B)(6) 2013 the patient reportedly underwent a MRI of the lumbar spine which demonstrated the appearance of a possible hematoma to the perimeter of the left l5 pedicle screw. On (B)(6) 2013 the patient presented with back and leg pain, numbness, tingling, and weakness while ambulating. The patient reported having recently been admitted to hospital for intractable low back pain and left leg pain. Reportedly the patient had been diagnosed with hematoma surrounding the left l5 pedicle screw. The patient was placed on vancomycin at that time. Review of the MRI revealed a possible hematoma not thought to be an abscess. On 22 april 2013 the patient presented with the assessment of: lumbar disc herniation, lumbar sprain/strain; soft tissue injury and possible loosening of the l5 screw. The patient was to discontinue use of the antibiotics. On (B)(6) 2013 the patient presented for a pre-op evaluation. It was reported that on (B)(6) 2013: the patient presented with preoperative diagnoses of spinal abscess and lumbar instrumentation failure. The patient underwent the following procedures: exploration of lumbar fusion; removal of posterior lumbar segmental instrumentation; revision of complex wound. During the procedure it was found that the patient had a lumbar paraspinal hematoma and a loose l5 pedicle screw. There was no evidence of purulent drainage. The patient was sent to recovery in stable condition. On (B)(6) 2013 in a telephone encounter the patient reported left sided swelling and weakness. On (B)(6) 2013 the patient presented with post-operative spasms. Assessment: lumbar herniations and lumbar sprain/strain. (B)(6) 2013: the patient presented with preoperative diagnoses of lumbosacral instrumentation failure, lumbosacral instability, and lumbar stenosis. The patient underwent the following procedures: re-exploration of lumbar fusion; redo l4, l5, and s1 laminectomies for decompression; l4-s1 posterolateral stabilization with pedicle screws; l4-s1 posterolateral arthrodesis with allograft bone; intraoperative lower extremity electrodiagnostic monitoring. On (B)(6) 2013 the patient presented with dyspnea and for evaluation on pulmonary embolus. The patient underwent a chest CT which demonstrated minimal chronic changes at the left lung base with minimal sub-segmental atelectasis noted. On (B)(6) 2013 the patient presented with shortness of breath and chest pain. Per the encounter notes that patient had developed these symptoms the day after surgery and had undergone chest ¿x-rays, a chest CT, lower extremity doppler, and a CT of the lumbar spine without significant findings. The patient also reported muscle spasms radiating down the back of the left leg and spasticity. He had palpable spasms around his incision. He had significant spasms along his left hamstring and piriforis. Flexeril was stopped. The patient was to continue norco and soma and start kelfex and valium. On (B)(6) 2013 the patient presented with muscle spasms across the lower back radiating down the left leg. The patient ambulated with a cane and ankle arthrosis. The patient¿s surgical sutures were removed. The patient underwent x-rays of the lumbar spine which demonstrated degenerative sclerosis of the lower lumbar facets at l4 and l5 and mild narrowing of l5-s1. The remainder of the lumbar spine was unremarkable. A MRI of the lumbar spine was performed which showed post-operative changes l4 to s1 with a new collection, presumed to represent an abscess to the left pedicle screw at l4 extending into the paraspinal musculature. It appeared contiguous with a small collection in the subcutaneous soft tissue, presumed to represent an abscess at s1. There was levoscoliotic curvature centered about l2. L4-5 right lateral protrusion possible is abutting the right l4 nerve root. A lumbar CT showed a suspect abscess/phlegmon in the left paraspinal musculature posterior to the pedicle screws at l4, l5 and s1. There was a right l4-5 lateral protrusion, which appeared to abut the right l4 nerve root. There was a non-obstructive right renal calculi. On (B)(6) 2013 the patient presented with persistent back muscle tightness/spasm. The patient also complained of left leg pain radiating into the foot, persistent left foot weakness, and toe numbness. Diagnosis: postoperative muscle spasm with piriformis syndrome and what appeared to be chronic radiculopathy and/ or paresthesia. On (B)(6) 2013 the patient presented with left foot drop and underwent an emg/ nvc which showed no definite evidence of denervation. There was some mild renervation isolated to the extensor digitorum brevis muscle. There was no neurological explanation for the slight foot drop. On (B)(6) 2014 the patient presented in ER with headache, lower back, neck pain after a fall. The patient reported experiencing severe left leg muscle spasm/tremors which caused them to lose their balance and fall hitting their head. An ECG was run which was normal. A brain CT was conducted which, when compared to a (B)(6) 2010 CT was unremarkable. A cervical spine CT demonstrated no acute fracture and normal bony alignment. Lumbar x-rays compared to (B)(6) 2013 revealed a mild rotary scoliosis with apex towards the left. Bony alignment was maintained, no acute fracture. No interval changes since last study noted. Medications: dronabinaol, gabapentin, pantoprazole, hydrocodone/acetaminophen, cyclobenzaprine, alprazolam, ondansetron, and percocet. On (B)(6) 2013 the patient presented in ER with neck, head, and back pain after a fall. Diagnosis: head injury and cervical strain. The patient stated that they had chronic weakness and foot drop on the lower left extremity which they reported as occurring after ¿a screw was placed in his s1 nerve root¿. CT scan of the brain showed no acute intracranial abnormality. A CT of the cervical spine showed no significant change in the appearance of the cervical spine since (B)(6) 2013. On (B)(6) 2013 the patient presented in ER with retrosternal angina -like chest pain and heaviness radiating to the neck and the left shoulder. An ECG was run which showed no acute changes. An EKG showed sinus rhythm with a short pr but otherwise normal. A chest echo showed mild trace mitral regurgitation and mild tricuspid regurgitation. Chest x-rays showed no evidence of active disease. The patient also complained of dyslipidemia. The patient underwent surgery which consisted of a left heart catheterization; left ventricular angiography, coronary angiography, right femoral arterial angioplasty, 6-french angioseal closure device placement. Impression: no angiographic evidence of significant coronary artery disease and normal left ventricular ejection fraction. On (B)(6) 2013 the patient was discharged from hospital. (B)(6) 2013: the patient underwent x-rays of the lumbar spine. Findings: l5-s1 fusion, l4-s1 instrumentation intact, torticollis eccentric to the left. (B)(6) 2012: the patient underwent x-rays of the cervical spine. Findings: post-operative changes at c4-5 with arthrodesis intact, c5-6 and c6-7 interbody grafts is intact with screws with early bone formation.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2013 the patient presented with the chief complaint of low back pain. He described the pain as severe, burning and stabbing. Associated symptoms include numbness on left foot. Assessment: low back pain; erectile dysfunction. (B)(6) 2013 the patient underwent EKG procedure. (B)(6) 2013 - (B)(6) 2013 the patient presented in ER with the diagnosis of left leg paresthesias, and back pain. The following lab tests were done: cbc; comprehensive metabolic panel. Also the patient underwent the following tests: MRI of the lumbar <(>&<)> thoracic spine, CT of the brain <(>&<)> cervical spine, and x-ray of the lumbar sacral spine. Associated symptoms include left leg weakness, back pain and dribbling of urine. (B)(6) 2013 the patient presented for a follow up visit from ER. Assessment: left leg weakness. (B)(6) 2013 the patient underwent x-rays of the chest. (B)(6) 2013 the patient presented for a follow up and pre op clearance. Assessment: pre operative examination; displacement of lumbar inter vertebral disc. (B)(6) 2013 the patient was admitted to the hospital with the diagnosis of head ache, sob, and elevated bp. The following lab tests were done: cbc; lipids. Also the patient underwent the following tests: CT of the chest; CT of the brain; MRI of the thoracic spine; CT of the lumbar spine and EKG. Associated symptoms include head ache, sob, fatigue and swelling in left lower extremity. (B)(6) 2013 the patient was discharged from the hospital. (B)(6) 2013 the patient presented for a follow up from hospital admission. Assessment: head ache; elevated blood pressure with out a diagnosis of hypertension secondary to pain most likely from the back and leg. (B)(6) 2013 the patient presented in ER with the diagnosis of numbness. The patient underwent MRI of the lumbar, cervical spine and mria of the thoracic spine. Associated symptoms include numbness on left upper leg. (B)(6) 2013 the patient presented for a follow up visit from ER. He was diagnosed with numbness. (B)(6) 2013 the patient presented for a follow up visit from ER. Assessment: hypertension; coronary artery disease. (B)(6) 2013 the patient presented with hypertension. Assessment: hypertension. (B)(6) 2013 the patient presented with hypertension. Assessment: hypertension stabled with meds <(>&<)> low salt intake. (B)(6) 2014 the patient presented with hypertension. Assessment: hypertension stabled with meds <(>&<)> low salt intake; low back pain some improvement with meds, exercise, ice <(>&<)> neuro stimulator; erectile dysfunction continued to be an issue some minor improvement with cialis; leg weakness - continued to improve with some meds and exercises. (B)(6) 2014 the patient presented for a follow up visit and the patient to be evaluated for hypertension. Assessment: hypertension; acne on chest <(>&<)> abdomen. (B)(6) 2010: the presented with chief complaint of excruciating lower back pain with urinary incontinence. Patient had involved in a motor vehicle accident with a injury of back. (B)(6) 2010: two intra-operative fluoroscopic images of the lumbosacral region were performed. Bilateral pedicle screws are seen at l4, l5 and s1. (B)(6) 2010: the patient presented for radiology consultation. The patient underwent ap and lateral view of the lumbar spine were per formed. Comparison was made with the images from (B)(6) 2010. On (B)(6) 2011 the patient presented with cervical stenosis c4-7 hnp underwent c4-5 adr, lumbar epidural, l4-5, l5-s1 micro discectomy post lateral fusion and c4-7 acdf. (B)(6) 2011: the patient underwent intra-operative cervical spine fluoroscopy. On (B)(6) 2010 the patient presented with the following pre-op diagnoses: 1. L4-5 and l5-s1 disk herniation 2. Lumbar stenosis. The patient underwent the following procedures: 1. Bilateral l4-l5 and l5-s1 laminectomy for decompression (separate incisions). 2. Bilateral l4-l5 and l5-s1 discectomy for decompression (separate incisions). 3. L5-s1 interbody fusion with peek allograft and rhbmp-2/acs. 4. L4-s1 posterolateral fusion with pedicle screws and instrumentation (separate incisions). 5. L4-s1 posterolateral fusion with bone (bilateral, separate incisions). 6. Harvest bone aspirate for fusion. 7. Intraoperative emg and nerve conduction studies. Findings: 1. L4-l5 and l5-s1 disk herniations. 2. Previous left-sided laminotomy. Implants: 1. Dynesys pedicle screws and instrumentation. 2. Peek interbody graft and rhbmp-2/acs. Pre-operative indications: the patient presented with a history of lumbar micro-discectomy followed by motor vehicle accident. The patient presented with a MRI diagnosis of recurrent l5-s1 disk herniation and a new disk herniation at the l4-l5 level. The patient also presented with worsening leg pain and weakness as well as bladder incontinence. On (B)(6) 2013 the patient underwent MRI of lumbar spine with and without contrast due to left leg weakness. Extensive history of multiple lumbar surgeries, infection requiring removal, and lateral replacement of lumbar hardware. Patient reports incontinence and new weakness. On (B)(6) 2013 the patient presented with complaints of left foot weakness, left foot drop, left leg weakness, using an afo to walk, paralysis on the left leg, certain paralysis on the right leg, and worsening progressive problems. Assessment: 1. Left-sided foraminal stenosis at l5-s1; 2. Left-sided radiculopathy; 3. Pedicle screws at l4-l5 and l5-s1; 4. Cannot rule out displaced pedicle screw. On (B)(6) 2013 the patient presented with back pain, sciatic, loss of sensation, parensthesia, incontinence urinary nos, weakness-mus cle-generalized, incontinence feces-nos, and foot drop. Diagnosis: lumbar stenosis at l4-5. The patient underwent posterior lumbosacral l4-5, s1 decompression and interbody fusion (tlif or plif) with pedicle screw fixation and posterior removal of lumbosacral hard ware procedures. On (B)(6) 2013 the patient presented with following pre-op diagnoses: 1. Left foot drop. 2. Left iatrogenic and rhbmp-2/acs-mediated leg weakness, including 3, 4, and 5 and s1 nerve roots, left-sided. 3. Non-union l5-s1. 4. Status post pedicle screw instrumentation l4-5 and l5-s1 with residual foraminal stenosis. 5. Intractable back pain and left leg sciatica. 6. Genesys treatment l4-5 with non-union l5-s1. Genesys treatment from depuy. The patient presented with the following post-op diagnoses: 1. Left foot drop. 2. Left iatrogenic and rhbmp-2/acs -mediated leg weakness, including 3, 4, and 5 and s1 nerve roots, left-sided. 3. Non-union l5-s1. 4. Status post pedicle screw instrumentation l4-5 and l5-s1 with residual foraminal stenosis. 5. Intractable back pain and left leg sciatica. 6. Genesys treatment l4-5 with non-union l5-s1. Genesys treatment from depuy. 7. Bony overgrowth probably secondary to rhbmp-2/acs use, severe foraminal stenosis. 8. One of the nerve roots l5 and a small nick in it but was not severed. 9. The patient had significant bony overgrowth and scar tissue, giving rise to severe foraminal stenosis. The patient underwent the following procedures: 1. Redo laminectomy, foraminotomy, partial facetectomy at l4-5. 2. Redo laminectomy, foraminotomy, partial facetectomy at l5-s1. 3. Translumbar discectomy with interbody fusion and posterolateral fusion l4-5. 4. Translumbar discectomy and redo interbody fusion left-sided posterolateral l5-s1. 5. Exploration of fusion mass. 6. Removal of spinal instrumentation. 7. Reinsertion of spinal instrumentation. 8. Use of autograft bone. 9. Use of allograft bone. 10. Fluoroscopy greater than 1 hour. 11. Insertion of biomechanical implant, l4 ad l5. Hardware used: sniper pedicle screw system and the interbody cage from sentinel spine. The cage sizes were 11x25 and 8x25. Bone graft was novabone, allograft bone and an autograft bone from patient. Indications for the procedure: the patient had some post-operative infection after his initial back surgery, requiring additional back surgery to wash that out. Pedicle screws were applied and then he had a revision surgery, which gave him a foot drop. The patient developed persistent pain, worsening symptomatology, and the progressive weakness. The weakness progressed to his quadriceps and calf atrophy with quadriceps atrophy and weakness with knee extension and hip extension. The patient had significant problem with numbness, tingling and pain and was a candidate for surgery. The patient had rhbmp-2/acs placed as an interbody to l5-s1, which was overgrown on his MRI and showed evidence of foraminal encroachment and stenosis. On (B)(6) 2013 the patient presented with the following diagnoses: 1. Status post redo laminectomy, foraminotomy, and partial facetectomy at l4-5 and l5-s1 with translumbar discectomy and interbody fusion at l4-5 and redo fusion left-sided posterolateral l5-s1. 2. Status post removal of spinal instrumentation and reinsertion of spinal instrumentation with exploration of a fusion mass. On (B)(6) 2013 the patient underwent MRI of thoracic spine due to weakness and numbness relative to the left leg with prior surgery of the spine. The patient underwent CT of lumbar spine due to weakness and numbness of the legs with associated back pain and with prior surgery to the lumbar spine. On (B)(6) 2013 the patient presented with complaints of quad atrophy, foot drop and bursitis of the hip. Assessment: 1. Quad atrophy; 2. Greater trochanteric bursitis, left sided; 3. No change, but he does have tenderness over the greater trochanteric bursa. On (B)(6) 2013 the patient presented with complaints of his left leg being still. Assessment: 1. Back pain, improved; 2. Afo being used for chronic left leg weakness for nerve injury from previous physician and previous surgery; 3. Healing in progress. On (B)(6) 2013 the patient presented with complaints of muscle loss and pain. Assessment: 1. Status post revision back surgery; 2. Left leg weakness; 3. History of afo. On (B)(6) 2013 the patient presented with acute exacerbation of his mid and low back pain. Assessment: 1. Acute exacerbation of his mid and low back pain; 2. Status post revision back surgery; 3. Weakness in his left lower extremity. The patient underwent CT of lumbar spine. The patient underwent MRI of thoracic spine due to neuropathy and back pain. On (B)(6) 2013 the patient presented for follow-up with complaints of left leg weakness. Assessment: 1. Left leg weakness; 2. Left l5-s1 fusion looks good; 3. L4-l5 fusion, still progressing. On (B)(6) 2014 the patient underwent CT scan of the cervical spine due to left upper extremity weakness and history of prior fusion. On (B)(6) 2014 the patient presented for follow-up. Assessment: 1. Status post low back surgery; 2. Status post neck surgery. On (B)(6) 2014 the patient presented for follow-up. Assessment: 1. Non-union at l4-5; 2. Resolved leg pain with continued back pain from probable non-union. On (B)(6) 2014 the patient underwent MRI of the cervical spine due to relative to the neck extending to the arms and legs with weakness of the left leg. The patient underwent CT of lumbar spine due to back pain. On (B)(6) 2015 the patient presented with complaints of both neck pain and upper extremity radiculopathy which goes into his left shoulder and then into both hands. The patient stated that hands are both numb and he notes weakness to his hands. Assessment: 1. Non-union at cervical c5-c6; 2. Non-union at cervical c6-7; 3. Loose artificial disc replacement, c4-5; 4. Non-union at l4-5; 5. L5-s1 foraminal stenosis secondary to bony overgrowth from rhbmp-2/acs used from the interbody device at the l5-s1 level. On (B)(6) 2015 the patient underwent x-rays of chest pa and lateral. On (B)(6) 2015 the patient presented with the following pre-op diagnoses: 1. Painful non-union, c5-6. 2. Painful non-union, c6-7 fusion. 3. Intractable neck pain. 4. Clicking and catching in the neck. 5. History of prior surgery in 2012 with fusion at c5-6 and c6-7 with clear and avid non-union based on x-rays, CT scans, motion, on flexion and extension views, and mris. The patient presented with the following post-op diagnoses: 1. Loose implant, c5-6. 2. Broken implant with loose metal, c5-6. 3. Broken implant, c6-7 with the screw backing out. 4. Non-union, c5-6 and c6-7. 5. Intact posterior longitudinal ligament from index procedure, only partial decompression performed with moderate-to-severe foraminal stenosis at c5-6 and c6-7. The patient underwent the following procedures: 1. Exploration of fusion mass, c5-6, c6-7, and implant at c4-5. 2. Removal of loose and broken implants, c5-6 and c6-7. 3. Hardware removal, standard fusion device, c5-6 and c6-7. 4. Foraminotomies done from anteriorly c5-6 and c6-7. 5. Reinsertion of spinal fixation device, c5-6 and c6-7. 6. Refusion of c5-6. 7. Autograft bone graft. 8. Fluoroscopy greater than 1 hour. Operative indications: the patient with increasing neck pain; numbness and tingling to both arms, thumbs, index, and long finger; and clicking and catching to his neck with an x-ray which was recently performed showing evidence of a loose implant. He had a cat scan which also showed a non-union and he had his index procedure more than 2 years ago. The patient had failed conservative treatments. Per op notes, on (B)(6) 2015 the patient presented with complaints of back pain. Assessment: 1. L4-l5 non-union, lumbar spine; 2. Possible l5-s1 no n-union; 3. Intractable back pain. 0n (B)(6) 2015 patient for pre-op evaluation. Patient reported having problems of hypertension and neck pain. Musculoskeletal review revealed neck pain. Assessment: degeneration of cervical intervertebral disc; unspecified pre-operative examination.